Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. It was reported that during the initial implant procedure the right renal artery was partially covered by the endurant bifurcated stent graft. A 7mm stent was implanted in the right renal artery and the event reportedly resolved. The physician stated that the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.